Event description:
It was reported that patient experienced myocardial infarction, st segment elevation, occlusion, and mitral regurgitation/insufficiency. The patient presented with hypertrophic obstructive cardiomyopathy (hocm) and underwent percutaneous transluminal septal myocardial ablation (ptsma). The target lesion was located in left circumflex artery (lcx). A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. An alcohol ablation was started after a selective angiography of the same site and a confirmation of pressure difference and echo staining of the target myocardium were performed. However, st elevation was observed in the inferior lead of the electrocardiogram when about 1.5 ml was added and when angiography was performed from the guide catheter, the large circumflex (dominant lcx) was completely occluded around the mid. Acute myocardial infarction (ami) on the large circumflex branch occurred resulting to acute mitral regurgitation, hemodynamic deterioration, ventricular assist device and percutaneous cardiopulmonary support (pcps) insertion. The patient was recovering and the pcps (plus ventricular assist device if possible) was scheduled to be removed on the next day. Upon additional review after the catheterization, there was a finding that the circumflex branch was slightly contrasted during a tip imaging from the guide wire lumen. It was considered that an alcohol had leaked due to shaft damage or defect. The contrast was persistently confirmed several times, it was checked repeatedly just before injecting alcohol, and the contrast was not clearly contrasted in the direction of the circumflex branch in the imaging just before the alcohol injection. It was then considered that there was a condition where a lateral leak may have or have not occurred due to the contact with the balloon shaft and the balance of pressure. Unfortunately, the balloon catheter that was used, was already discarded and could not be verified using the actual device. It was noted that, this was concluded because it would be difficult to consider other than the condition. There no no further patient complications reported.

Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that patient experienced myocardial infarction, st segment elevation, occlusion, and mitral regurgitation/insufficiency. The patient presented with hypertrophic obstructive cardiomyopathy (hocm) and underwent percutaneous transluminal septal myocardial ablation (ptsma). The target lesion was located in left circumflex artery (lcx). A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. An alcohol ablation was started after a selective angiography of the same site and a confirmation of pressure difference and echo staining of the target myocardium were performed. However, st elevation was observed in the inferior lead of the electrocardiogram when about 1.5 ml was added and when angiography was performed from the guide catheter, the large circumflex (dominant lcx) was completely occluded around the mid. Acute myocardial infarction (ami) on the large circumflex branch occurred resulting to acute mitral regurgitation, hemodynamic deterioration, ventricular assist device and percutaneous cardiopulmonary support (pcps) insertion. The patient was recovering and the pcps (plus ventricular assist device if possible) was scheduled to be removed on the next day. Upon additional review after the catheterization, there was a finding that the circumflex branch was slightly contrasted during a tip imaging from the guide wire lumen. It was considered that an alcohol had leaked due to shaft damage or defect. The contrast was persistently confirmed several times, it was checked repeatedly just before injecting alcohol, and the contrast was not clearly contrasted in the direction of the circumflex branch in the imaging just before the alcohol injection. It was then considered that there was a condition where a lateral leak may have or have not occurred due to the contact with the balloon shaft and the balance of pressure. Unfortunately, the balloon catheter that was used, was already discarded and could not be verified using the actual device. It was noted that, this was concluded because it would be difficult to consider other than the condition. There no further patient complications reported. It was further reported that leak was detected during additional review after the catheterization. Additionally, an alcohol was used in the emerge balloon catheter.

Manufacturer narrative:
B3 date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that patient experienced myocardial infarction, st segment elevation, occlusion, and mitral regurgitation/insufficiency. The patient presented with hypertrophic obstructive cardiomyopathy (hocm) and underwent percutaneous transluminal septal myocardial ablation (ptsma). The target lesion was located in left circumflex artery (lcx). A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. An alcohol ablation was started after a selective angiography of the same site and a confirmation of pressure difference and echo staining of the target myocardium were performed. However, st elevation was observed in the inferior lead of the electrocardiogram when about 1.5 ml was added and when angiography was performed from the guide catheter, the large circumflex (dominant lcx) was completely occluded around the mid. Acute myocardial infarction (ami) on the large circumflex branch occurred resulting to acute mitral regurgitation, hemodynamic deterioration, ventricular assist device and percutaneous cardiopulmonary support (pcps) insertion. The patient was recovering and the pcps (plus ventricular assist device if possible) was scheduled to be removed on the next day. Upon additional review after the catheterization, there was a finding that the circumflex branch was slightly contrasted during a tip imaging from the guide wire lumen. It was considered that an alcohol had leaked due to shaft damage or defect. The contrast was persistently confirmed several times, it was checked repeatedly just before injecting alcohol, and the contrast was not clearly contrasted in the direction of the circumflex branch in the imaging just before the alcohol injection. It was then considered that there was a condition where a lateral leak may have or have not occurred due to the contact with the balloon shaft and the balance of pressure. Unfortunately, the balloon catheter that was used, was already discarded and could not be verified using the actual device. It was noted that, this was concluded because it would be difficult to consider other than the condition. There no no further patient complications reported. It was further reported that leak was detected during additional review after the catheterization. Additionally, an alcohol was used in the emerge balloon catheter. It was further reported that in june 2021, the 1.2-14mm vessel size target lesion containing 90 degrees was located at the septal branch diverged from the anterior descending branch of lcx was non-tortuous and non-calcified. The mitral valve replacement surgery was performed. The patient had wound infection and renal failure afterwards and is still in the hospital. The patient is currently undergoing maintenance dialysis three times a week, and the condition is relatively stable, but the patient needs full assistance. The physician considered that the series of adverse events was related to the device. Furthermore, the leakage of alcohol into the circumflex branch area resulted in myocardial infarction on the large circumflex branch and the patient's circumflex branch was noted very large, resulting in severe acute mitral regurgitation, circulatory failure, and needed a circulation support device.

Manufacturer narrative:
B3 date of event corrected from (B)(6) 2022 to (B)(6) 2022.

Manufacturer narrative:
B3: date of event: used the first day of the month of aware date, as event date was not provided. B3: date of event updated from the first day of the month of aware date to 26may2022. B5: describe event or problem updated. H6: patient codes has been added: renal failure (e130501). Nonspecific EKG/ECG changes (e0618). Post operative wound infection (e2115). H6: impact codes has been added: surgical intervention (f19). Hospitalization or prolonged hospitalization (f08).

Event description:
It was reported that patient experienced myocardial infarction, st segment elevation, occlusion, and mitral regurgitation/insufficiency. The patient presented with hypertrophic obstructive cardiomyopathy (hocm) and underwent percutaneous transluminal septal myocardial ablation (ptsma). The target lesion was located in left circumflex artery (lcx). A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. An alcohol ablation was started after a selective angiography of the same site and a confirmation of pressure difference and echo staining of the target myocardium were performed. However, st elevation was observed in the inferior lead of the electrocardiogram when about 1.5 ml was added and when angiography was performed from the guide catheter, the large circumflex (dominant lcx) was completely occluded around the mid. Acute myocardial infarction (ami) on the large circumflex branch occurred resulting to acute mitral regurgitation, hemodynamic deterioration, ventricular assist device and percutaneous cardiopulmonary support (pcps) insertion. The patient was recovering and the pcps (plus ventricular assist device if possible) was scheduled to be removed on the next day. Upon additional review after the catheterization, there was a finding that the circumflex branch was slightly contrasted during a tip imaging from the guide wire lumen. It was considered that an alcohol had leaked due to shaft damage or defect. The contrast was persistently confirmed several times, it was checked repeatedly just before injecting alcohol, and the contrast was not clearly contrasted in the direction of the circumflex branch in the imaging just before the alcohol injection. It was then considered that there was a condition where a lateral leak may have or have not occurred due to the contact with the balloon shaft and the balance of pressure. Unfortunately, the balloon catheter that was used, was already discarded and could not be verified using the actual device. It was noted that, this was concluded because it would be difficult to consider other than the condition. There no further patient complications reported. It was further reported that leak was detected during additional review after the catheterization. Additionally, an alcohol was used in the emerge balloon catheter. It was further reported that on (B)(6) 2021, the 1.2-14mm vessel size target lesion containing 90 degrees was located at the septal branch diverged from the anterior descending branch of lcx was non-tortuous and non-calcified. The mitral valve replacement surgery was performed. The patient had wound infection and renal failure afterwards and is still in the hospital. The patient is currently undergoing maintenance dialysis three times a week, and the condition is relatively stable, but the patient needs full assistance. The physician considered that the series of adverse events was related to the device. Furthermore, the leakage of alcohol into the circumflex branch area resulted in myocardial infarction on the large circumflex branch and the patient's circumflex branch was noted very large, resulting in severe acute mitral regurgitation, circulatory failure, and needed a circulation support device.